Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon testing the lead, it was noted that the right ventricular (rv) lead exhibited intermittent capture. Intermittent capture persisted despite the lead was repositioned two times. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.